Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log file. The log file contained approximately 33 days (13dec2017 ¿ 15jan2018 per time stamp). On (B)(6) 2017 at 22:37 the rsoc levels of both cables drop to 4.6 volts activating the no external power alarm. The alarm clears shortly after activating and appears to be related to a loss of ac power while the controller is connected to the mpu. On (B)(6) 2017 at 2:56 and 20:38, the no external power alarms activate while the patient was performing a power source exchange; the patient disconnected the white cable then the black before reconnecting a power source to the white cable. The alarms cleared once power was restored. The alarms did not affect the controller¿s ability to operate the pump at the set speed. There were no other notable alarms active in the log. The mobile power unit was not exchanged and remains in use. A root cause for the reported no external power alarms was not determined through this analysis. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was changing powers sources and caused no external power alarms. There was no adverse patient impact due to the event. During investigation of the log files, a no external power event was cause by a loss of ac power while the mobile power unit was utilized. No additional information was provided.